Event description:
The catheter stopped sending sensing signals during the procedure. The catheter was removed, and a second catheter was inserted and worked properly. The procedure was completed successfully. There was no injury to the patient.